Event description:
Cryopreservation loop used for ivf failed ("exploded"), causing the embryos to melt and therefore lose viability.

Event description:
Cryopreservation loop used for ivf failed ("exploded"), causing the embryos to melt and therefore loose viability.